Event description:
It was reported that a patient had received a larger fill volume, than their prescribed volume. This occurred during therapy, using a homechoice (hc) device. The volume received was 807ml and their prescribed volume was 200ml. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Visual inspection and functional tests were performed and there were no issues found. A simulated therapy was performed on the device without issues. The reported issue could not be confirmed or duplicated. The issue could not be confirmed in the device log. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted.